Event description:
It was reported that the pump touch screen was unresponsive and that the pump shut off unexpectedly. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.